Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after undergoing a device upgrade procedure, the patient experienced an infection. The device was removed and a temporary device was placed for two weeks while the infection cleared. A new device was implanted. No further patient complications have been reported as a result of this event.